Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual correction injection was administered to address elevated bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
Allegation captured in MFR#3013756811-2025-156112.